Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual evaluation was performed, a fracture has been identified on the hex on the implant mount was fractured. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for tsvtwb11 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The fracture has been identified on the mounts hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: catalog number was updated from tsvt4b10 to tsvtwb11. The following sections are being reported: g4: additional PMA/510(k) number ¿ k101880.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Expiration date unknown / not provided. UDI number unknown / not provided. Implant/explant date unknown / not provided. Manufacturer date unknown / not provided. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinician indicated the implant was placed and the transfer coping (mount) fractured inside the implant.